Event description:
Device 2 of 3. Reference MFR. Report#: 1627487-2019-02451; 1627487-2019-02453. It was reported that the patient was experiencing ineffective therapy. In turn the patient underwent surgical intervention wherein the patient had their entire system explanted.